Event description:
Received a vague report of a magnesium pt event, possibly an over infusion, although no programming details were provided. Site visit was performed on (B)(6) 2012 by a carefusion technical senior specialist and the director of clinical customer advocacy. Technical specialist was able to locate two sequestered pumps along with a pc unit with a red tag attached stating "IV fluid bolused out in pt". No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The two sequestered pump modules were evaluated by a carefusion technical specialist at the customer's site. He found both pump modules to be infusing within specification. An event log review was performed at carefusion. Pump module (B)(4) was programmed using guardrails for magnesium sulfate infusion which ran at a rate of 50 ml/hr with a vtbi of 100 ml. The infusion was started at 2:31 am and ran until 4:31 am, when the program was terminated by the user. A second program of magnesium sulfate was started at 4:36 am and ran until 6:22 am. A third program of magnesium sulfate was started at 6:24 am and ran until the user terminated the program at 7:48 am. There were no errors or malfunctions recorded during any of these infusions. The log review and pump module evaluation were unable to confirm customer's experience. The root cause of the customer's report was undetermined.